Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006. During the procedure, a perigee system was also implanted. On (B)(6) 2006 a bard pelvisoft acellular collagen was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a sling procedure on (B)(6) 2006. During the procedure, a perigee system was also implanted. On (B)(6) 2006 the perigee mesh was removed, due to erosion and a bard graft was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The patient underwent additional procedures, including a cystoscopy on (B)(6) 2007 and an excision of mesh on (B)(6) 2007. The patient underwent a laparoscopic assisted robotic hysterectomy, bsoo on (B)(6) 2011 to treat vaginal discharge, persistent pain, cramping and incomplete emptying of the bladder. No additional information was provided. (B)(6). (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.